Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit for the past 6 months (02/26/2015 ¿ 08/25/2015) did not reveal a significant trend; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low"; the catalytic converter was returned and tested. The catalytic converter exhibited no mist but had a broken cap. The reason for return of the catalytic converter was confirmed; the oil mist filter was returned and tested. The oil mist filter exhibited smoke (haze) during pump down. The reason for return of the oil mist filter was confirmed. The assignable cause of the haze/mist/vapor issue is the catalytic converter and the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. Additionally, both parts were tested and the failures were confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the oil mist filter and catalytic converter were replaced. Unit meets specifications and was returned to service on 08/27/2015.

Event description:
A customer reported an event of a "haze" emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off until the haze dissipates. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.